Event description:
Alleged event: healthcare professional reported "bilateral implant ruptures" diagnosed via mammogram of a non-(B)(6) device. This record is for the left side. The device was explanted and replaced.